Event description:
The customer reported the unit has an error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Updated. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened. No further patient information is available.

Event description:
The customer reported the unit has an error code message of da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) failed. The unit was in clinical at the time the reported issue was discovered. Patient was changed over to a new ventilator without issue. There was no harm to the patient or the user.